Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support and no issues were identified. Customer changed the necessary supplies and resumed insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level.